Manufacturer narrative:
Not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead was found to have over-sensing of noise, leading to inappropriate shocks and antitachycardia pacing as well as low defibrillation impedance. Lead insulation breach was suspected on the rv lead but not confirmed. Corrective programming changes were made to turn off the system and resolve the malfunctions. The patient was stable throughout and no additional symptoms were reported.